Event description:
Device 2 of 3. Reference MFR report #1627487-2013-12262 and 12264. It was reported the patient was scheduled for a lead revision. Further information is unknown. Not the patient received three leads from different lot numbers. All leads are being reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.